Manufacturer narrative:
We have received two dialyzers in okatomi plant. These two used dialyzers were tested as indicated in the following process, and we found hollow fiber breakages in both two dialyzers. Blood leak alarm might be activated by the real blood leakage from the blood side of dialyzer to the dialysate side during the hemodialysis treatment. At the first step, the dialyzers were rinsed by water flow and the air pressure tests(0.3mpa) in the water bath were then conducted to detect the breakage of hollow fibers. The result showed air bubbles were observed in one dialyzer with lot fb2a2q under the air pressure, indicating the existence of breakage of hollow fibers in this dialyzer, but not in the other dialyzer with lot fb9e9r. In the next step, in order to remove clotted materials remained in the hollow fibers completely, cleaning solution containing proteolysis compound was introduced into two dialyzers from the dialysate side to allow continuous flow to the blood side for three hours. The dialyzers were then incubated for overnight with keeping the proteolysis compound in the dialyzers. After the incubation, the cleaning solution was then reversely introduced into dialyzers from the blood side to allow continues flow to the dialysate side for additional three hours. We expected these cleaning process removed all compounds remained in both blood and dialysate sides, which might be preventing the air flow at the breakage point. The cleaned dialyzers were then tested for air pressure to detect the breakage of hollow fibers once more. Consequently, air bubbles were observed in both dialyzers under the air pressure showing breakage of hollow fibers in both dialyzers. We identified the part of the leakage. One hollow fiber was broken in rexeed-18r lot fb2a2q and two hollow fibers were broken in rexeed-18r lot fb9e9r. Judging from the shapes of breakage of hollow fibers, we believe that the excess pressure from the inside of hollow fibers to the outside caused these breakages during the reprocessing of dialyzers with lot fb2a2q(25 times reuse) and lot fb9e9r(10 times reuse). We recommend the facility to use rexeed-18r within the maximum transmembrane pressure of 500mmhg (66kpa) during the reprocessing of dialyzer as well as hemodialysis treatments. Besides, as recommended in the ansi/aami rd47:2008 "reprocessing of hemodialyzers", a membrane integrity test such as an air pressure leak test shall be done between uses to detect hollow fiber breakage. All the dialyzers shipped for the market were inspected by the leakage detection test during the manufacturing process. If a leakage is detected on a dialyzer, the dialyzer is removed from the manufacturing process. Therefore, the hollow fiber broken dialyzer is not released from the factory. We will continue to investigate all possible methods for improving the quality of our products.

Event description:
The customer report involved the use of 2 separate reused rexeed-18r dialyzers in a patient. The first dialyzer had been reused 25 times and the second one has been used 10 times. Renalin was used for cleansing and 300cc saline (brf -150/ dfr- 500) used for priming. Priming solution was not discarded before connection to the patient. This patient was having issues with blood access. The first dialyzer was set up and as soon as the blood reached the dialyzer the machine (fmc k2) alarmed blood leak. Blood was not returned and second reuse dialyzer was set and primed. Treatment was resumed and as soon as the blood reached the dialyzer again the machine alarmed blood leak. There was no visual blood leak but test strip was positive. The treatment was terminated and not resumed. This patient was sent home in stable condition without dialysis. 200ml blood loss was noted. The patient was scheduled for an ultrasound of the access the following day and was discovered that potassium level was high. The patient was admitted to the hospital on (B)(6) 2015 and dialyzed. The patient remained hospitalized to correct access problems and due to high potassium levels until (B)(6) 2015. Since then has been dialyzing at clinic on a rexeed 18r without any issues.

Manufacturer narrative:
We reviewed manufacturing records, quality records of lot#fb2a2q and lot#fb9e9r. As a result, no abnormality was found in records. (B)(4) units of lot#fb2a2q and (B)(4) units lot#fb9e9r were distributed to the medical facilities and no similar event using these lot#s was reported globally. We are told that used products are available for analysis and waiting for the arrival. We will make additional report to FDA as soon as we get the results of analysis. The cause of highest possibility, at this moment, is shear effect caused by access problem of the patient, which resulted in minor hemolysis and, then, activation of leakage alarm, although we have to wait the result of analysis of product to deny leakage. This facility reported similar case for our single use dialyzer on 2/10/2015 and we sent MDR (3007340888-2015 -00010). In the MDR, we pointed out the possibility that insufficient purging of filling solution of sterile water in our single use product caused hemolysis but reused products was used in this new case, which should be filled with reprocessing solution by the facility. Although reprocessing solution is more toxic to the patient, we could not obtain information of detailed priming procedure and cannot comment on this point in depth. The expiration date and device manufacture date inputed in previous sections were for lot#fb2a2q. Expiration date for fb9e9r is 09/30/2017. Device manufacture date for fb9e9r is 09/26/2014.